Manufacturer narrative:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been received and is currently under evaluation.

Event description:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on (B)(6) 2021.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on (B)(6) 2021. A fragment of the explanted lens was returned for evaluation. Visual and optical testing verified the presence of a zone near the center of the lens. The presence of the zone is indicative of exposure of the lens to ambient uv light.

Event description:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on (B)(6) 2021.